Manufacturer narrative:
(B)(4).the device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 105 during patient care (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was observed during power up. System error 105 was confirmed and caused by a missing component of a failing input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced. (B)(4).